Event description:
While transporting the device with the trolley and the compressor, the customer stated that the device started to tip over. The user was able to prevent the device from tipping over.